Manufacturer narrative:
(B)(4). Date sent: 11/16/2016. (B)(4). The analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received with all the staples protruding, with the washer uncut and with the knife exposed the reload deck. The staples were noted to be protruding and box shape; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure, while using the device, an error occurred in the process of firing. When the surgeon fired the trigger, the blade did not proceed and staples also weren't fired. As an emergency measure, the surgeon detached it from the tissue. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.